Manufacturer narrative:
H.6. Investigation summary: sample and photos were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Evaluation: the safety device is activated. Plunger rod and stopper detached from the pfs due to decontamination. One trigger finger of body seems to be bent. Based on the received part there is damage features on the safety device which could explain premature releasing of the unit. Retained samples: no completely or partially activated devices were found. No damaged or missing features were found among the 36 pcs of retained samples of the batch. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. H3 other text : see section h.10.

Manufacturer narrative:
PMA/510(k)#: k011369 / k122558. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd¿ ultrasafe x100l png clear secure tab has been found experiencing premature activation before use. The following has been provided by the initial reporter: a nurse observed that spring of tevagrastim 48miu/0.8ml had already came out.

Event description:
It has been reported that one bd¿ ultrasafe x100l png clear secure tab has been found experiencing premature activation before use. The following has been provided by the initial reporter: a nurse observed that spring of tevagrastim 48miu/0.8ml had already came out.